Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿medstation¿ es used in this incident, it was determined that the orders were not crossing over from epic, and patients were not crossing over either. A technical support specialist identified that the issue was caused by purge problems on the server and fixed it. The system functioned as intended after the technical support specialist repaired the device

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es orders were not crossing over from epic, and patients were not crossing over either. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.